Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an overdose with the symptom of "unresponsive." This occurred during the normal refill cycle. Patient was seen in the emergency room in the past week with associated symptoms. Pump programming was changed to the minimum rate mode. The patient's condition improved. Reporter was unsure of the etiology of the overdose symptoms. Patient was back to the office on (B)(6), 2010 to have the pump programmed to a therapeutic rate due to the return of his pain but the concentration is too high to deliver at the dose needed. A refill was to be done at a lower concentration. On (B)(6), 2010, it was reported that there was difficulty aspirating fluid through the catheter access port (cap). A 0.191 catheter volume and a 0.289 pump tubing volume, a total volume of 0.48 divided 0.006 per day equaled 80 days to clear the pump. Additional information has been requested, but was not available as of the date of this report.